Manufacturer narrative:
Further information was requested but not received.

Event description:
Tc 08/09 it was report that the patient presented post-implant with the left ventricular (lv) lead dislodged. It was observed that the patient had no targets for lv lead placement following initial dislodgement. The lead was explanted. The patient was stable.